Event description:
It was reported that during percutaneous coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the left coronary artery. A 4.00mm x 16mm promus element stent was advanced to the "pronounced curvature" of the proximal segment of the left coronary artery with previously deployed unspecified stent. The device was removed and it was found out that the device showed "disorganization in the stems" with structural changes. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the catheter was returned with a stent protector partly covering the crimped stent. The stent had moved approximately 3mm distally. Struts on the most proximal row were severely misaligned and lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the left coronary artery. A 4.00mm x 16mm promus element stent was advanced to the "pronounced curvature" of the proximal segment of the left coronary artery with previously deployed unspecified stent. The device was removed and it was found out that the device showed "disorganization in the stems" with structural changes. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.